Event description:
It was reported that the image quality on the 9800 system was poor. The case was cancelled and there was no report of pt injury.

Manufacturer narrative:
The ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. Discussed with customer that it may be helpful to have a clinical imaging specialist (cis) come and sit in on a case, and advise on how to improve image. No add'l info.